Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited one out of range rv pacing impedance measurement of greater than 2,000 ohms. It was noted that the measurements prior to, and after the out of range measurement were within normal limits. It was also noted that electrograms (egms) were reviewed and there was no presence of noise on the rv channel. Boston scientific technical services (ts) was consulted and they discussed bringing the patient in for lead testing. The patient was brought in for lead testing and it was noted that all sensing, impedance and threshold measurements were found to be normal on the lead. The patient was in sinus rhythm and all isometric testing did not reproduce any high impedances. It was noted however, that with the device being implanted in the patient's abdomen, there were episodes of what appeared to be muscular myopotentials or chatter on the lead. It was reported that the noise did not inhibit pacing or cause inappropriate therapy to be delivered. The physician therefore elected to continue to monitor the patient.

Event description:
Additional information was provided that a lead revision was performed and the lead was surgically capped and abandoned, and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.